Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. DHR review: the device was not returned and the lot number was not reported, therefore a DHR is unable to be located for review. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a mobi-c patient presented with class 4 heterotopic ossification post-operatively. At this time, a revision is not planned.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c patient presented with class 4 heterotopic ossification post-operatively. At this time, a revision is not planned.